Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined the motor speeds were unstable and the motor was corroded. The motor was replaced and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing. The root cause of the reported issue is attributed to component failure as the device exhibits wear and tear from repeated use. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. G2 country: poland.

Event description:
It was reported that the device was sent in for maintenance but a repair was needed for a corroded motor. During product evaluation, it was found that the motor speeds were unstable. There was no alleged event or malfunction reported for this device when it was sent in for maintenance. Diligence is complete. There was no adverse event associated with this malfunction.